Event description:
It was reported that pump displayed temperature alarm 11 even though pump was not exposed to extreme temperatures and was not charging at the time. Customer cleared the alarm to address the issue.